Event description:
The patient's wife reported that "something went wrong" and they think the battery died as there was no delivery of drugs. It was noted that the patient was taken to the local emergency room and they were told that they had no way of reading the device. The reporter believed that every hospital should have the equipment in the emergency room to read underdoses, overdoses, or determine if the machine is working. It was noted that the nurse had not heard of the device. The emergency room physician offered the patient vicoden for the pain. The patient was discharged with a percocet prescription instead of the requested hydromorphone. The pump was reportedly intended to deliver morphine and baclofen. The patient reported that the patient's pain physician contacted the emergency room physician by phone and hold him exactly what to do with the device "if he had one" then he could better treat the patient. It was noted that the emergency room physician did not list and did his own evaluation which was also expected. It was noted that this was "on an emergency basis". The reporter suggested that the physicians be educated on the devices as "this ended being almost a life or death situation." It was alleged that the device stopped working, underdosed, and then leaked and overdosed the patient to the point of shallow breathing and almost death. It was reported by the patient's wife that the device malfunctioned and was replaced on an emergency basis. It was noted that it was not a physician error. Additional information was requested, but was not available at the time of report.

Manufacturer narrative:
Concomitant: product ID 8709, serial# (B)(4), implanted: 2004-(B)(6), product type catheter. (B)(4).